Event description:
The facility reports the patient was being lifted from the bed to the wheelchair when the sling clip came off the jib and the patient fell out of the sling onto the floor. The patient received a bump to the head and was examined by a medical practitioner.